Event description:
The customer reported the system failed to respond to any commands, and hence it failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The engineer cleaned the electrical contacts on the memory modules and video board. The system was then found to be operating as intended.